Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer¿s high blood glucose level was 295 to 595 mg/dl. Customer was not syncing to sensor. It was unknown whether the customer was using the auto-mode feature. The insulin pump will not be returned for analysis.